Event description:
Philips has received a report that, during a percutaneous intercostal artery embolization, the digital subtracting angiography (dsa) did not display images after exposure. The report stated that ¿the patient returned to the ward safely¿, and the procedure was rescheduled; however, the report also indicated that there was a serious injury. No further information regarding the injury has been provided to date. As the actual harm has not been confirmed, philips is conservatively reporting this occurrence as a serious injury. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The percutaneous intercostal artery embolization procedure was aborted and scheduled for another time. It was confirmed that there was no harm, however no other information about the patient was provided by the customer. A philips field service engineer (fse) visited the site and confirmed that the system could not perform exposures. The fse inspected the log file and found a high voltage (hivo) transformer error message. The customer was suggested to replace the hivo transformer to solve the reported problem. However, the quotation for onsite part replacement service offered was not accepted by the customer. Therefore, no corrective action was possible or has been provided by philips. There was no information regarding root cause and resolution. The codes were updated based on the investigation outcome. Patient outcome code was corrected.